Manufacturer narrative:
The insulin pump was received with broken off and missing end cap. The insulin pump was unable to perform the basic occlusion test, occlusion test, priming test and excessive no delivery test due to physical damage to the case. The insulin pump was received with minor scratches on the lcd window and case. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 300 mg/dl. Troubleshooting for the cosmetic damage was performed. Customer advised the casing at the right of the insulin pump had come off when they dropped it. Customer advised the insulin pump will not prime as a result of the device being dropped. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.